Event description:
Section a: age and weight - unknown. A hydrothermablator procedure set was used during the hydro thermablator (hta) procedure. A tenaculum stabilizer and speculum was used. The clinician did not notice any fluid leaks during hysteroscopy. There was no excessive movement of the sheath during the ablation. The first fluid alarm went off at 5 minutes and 30 seconds remaining in the case. The rate of lost fluid at the time of the alarm was 10cc fluid at 1cc per minute. There was only one fluid loss alarms occurred during the procedure. The patient started bucking on the table with probably about 15 seconds. The case was stopped. The physician completed the procedure at 9 minutes and 45 seconds. The circumference of a dime size burn was found to be on the left side by the cervix. The physician assessed the burn as a first degree. The clinician treated the burn with silvadene cream. The patient was not awakened during the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it is disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.